Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Patient identifier and other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age and weight are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Follow-up submitted to report device evaluation.